Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the trigger being sticky, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bottom trigger of the compact air drive device seized and was unable to be depressed. It was further observed that the locking mechanism seized, was stiff/stuck, and unable to be depressed. It was determined that the attachment was unable to disengage as the bottom trigger seized and the cad functionality power test was unable to be tested. It was further observed that the attachment coupling could not disengage, the device would not run, the trigger was sticky, the saw head could not be rotated or locked in the new position, and the device had component damage. It was further determined that the device failed pretest for check the attachment coupling, check reverse locking mechanism with oscillating saw attachment ii, check for sticky trigger and check the power with power test bench. It was noted in the service order that the button did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.